Manufacturer narrative:
Loose and damaged connector on display screen's ribbon cable.

Event description:
It was reported by service report that footboard display was allegedly working intermittently. It is unk if there was pt involvement; however, no adverse consequences were reported.